Manufacturer narrative:
Section e1: address - line 1:(B)(6).the device was returned for evaluation and the customers allegation was not confirmed. It was noted that water tightness was lost due to a cut on the connecting tube. The connecting tube had a dent, had a wrinkle and peeling coating. The universal cord and video cable had a dent and there were scratches noted throughout the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the phenomenon may be caused by external factors. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): for handling of the actual product, the following descriptions are found in the instruction manual. It is possible to be able to prevent the indicated phenomena in accordance with the following descriptions. ·do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. After checking the instructions and product labeling, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the rhino-laryngo videoscope had a broken tip cover. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that part of the connecting tube was falling off and the resin part of the image guide coil fell off. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.